Event description:
It was reported that during an unknown procedure the device does not function as expected homeostasis without section . Another like device was used to complete the case. No patient consequences. Additional information sought, but not yet received regarding hemostasis issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.